Manufacturer narrative:
Report of suture loop was confirmed through image evaluation. The images were provide by the reporter. Evaluation was performed through four color images of the valve. The images showed the valve at the outflow aspect at different angles. Two leaflets were observed to be indented near one of the commissures, and had characteristics of suture looping. The cloth around the sewing ring was observed to be torn at a few locations. Based on the information received, the root cause is most likely operational context that contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A manufacturing related issue was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. (B)(4).

Event description:
Edwards received information that this patient underwent redo mitral valve replacement due to worsening mitral regurgitation, caused by suture looping. Implant duration of the subject device was approximately one (1) week. The surgeon used the word "flutter" to describe what one of the valve leaflets appeared to be doing on post operation transesophageal echocardiography (tee). The surgeon thought the scrub technician had incorrectly prepped the valve, not deploying the tricentrix holder to prevent suture loop. It was reported that the redo mvr procedure went very well and patient receive another edwards valve. The patient is doing well and sitting upright. Intraoperative finding of the redo mvr, one the valve was removed and then examined. It was noted that there was no tears in the leaflets and there was slight pannus development and on one of the commissures. There was no damage noted on the leaflets.